Event description:
Information was received from a patient representative (rep) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient stated that since their appointment on wednesday, they were locked out longer than expected. Their personal therapy manager (ptm) settings were 1 x 4 hour, 3 /24 hr and 3 max. The patient rep also reported that the ptm got stuck at 90%. An agent redirected them to their health care provider (hcp) to resolve the ptm settings, if medically appropriate, as the dose restriction was causing the longer than expected lockouts with the way it was programmed. It was stated that the dose was increased on wednesday.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, product type: software, software version: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.